Event description:
It was reported to medtronic minimed that the customer experienced crack on the reservoir and the battery side.  The event involved product(s) mmt-1711k. Troubleshooting was performed and confirmed that the issue . No harm requiring medical intervention was reported. Mmt-1711k was requested and the customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, broken battery tube threads, stained keypad overlay, partially broken retainer, cracked case (battery tube) and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment and reservoir compartment. Partially broken retainer ring was confirmed. Reservoir unable to lock into place was confirmed due to partially broken retainer ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.